Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up there were several episodes of double counting of t wave. All the episodes were recognized by the securesense algorithm, with inhibition of therapy. Reprogramming was made. Patient condition was good.